Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient had been on impella 5.5 support doing well and showing signs of recovery. The team noted during the support, the bicarbonate purge was removed to do a tissue plasminogen activator (tpa) due to high purge pressure and low purge flow. The patient was starting to be weaned from 5.5 support a couple hours later pump stop occurred. Controller was exchanged but the pump was unable to restart. The physician was called and removed the impella 5.5 at bedside.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Per the IFU: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ d.6a and d.6b added since the initial submission of manufacturer device report number 1220648-2023-03241 in accordance with updated procedures. E.1 fax number was inadvertently left off the previously submitted manufacturer device report number 1220648-2023-03241 and was added. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-03241 and should not have been. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number 1220648-2023-03241 in accordance with updated procedures. H.6 codes 2199, 10 and 3221 were reported incorrectly on the initial manufacturer device report number 1220648-2023-03241 in accordance with updated procedures. H.10 updated instructions for use since the initial submission of manufacturer device report number 1220648-2023-03241 in accordance with updated procedures.

Manufacturer narrative:
The investigation of pump stop and high purge pressure has been completed. The pump was returned for investigation. Data logs were returned and analyzed. High purge pressure: the data logs show that the purge flow and pressure were stable for about 88 hours until there was a gradual rise in purge pressure. This gradual rise was about 12 minutes log to trigger high purge pressure alarms. During this timeframe there were no changes in motor current or pump flow. High purge pressure lasted till the remainder of the case which was about 48 hours after. The returned product was evaluated and it was seen that the high purge pressure alarm was reproduced when the pump was purged in the lab. There was no blood in the purge line, no biomaterial around the impeller blades or in the cannula, with no catheter or cannula kinks. Biomaterial was found in the purge gap. The root cause of the high purge pressure was determined to be biomaterial buildup found in the purge gap based on the product evaluation and data log analysis. Pump stop: the data logs show that there was high purge pressure and low purge flow with no changes in motor current or pump flow up until the pump stopped. There were #115 and #13 pump stop alarms triggered on the 20th. The returned product was evaluated and there were open electrical lines. The red handle was opened and it revealed all of the motor cable lines to be snapped on the catheter side, and the pump would not start. Based on the data log analysis and returned product, the root cause of the pump stop is most likely due to open electrical lines likely due to excessive force.